Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The infusion set was in use for 1 day. Patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 5367585 have already been previously tested in the complaint (B)(4) on 14-jan- 2023. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report visual test according to with wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 5367585 was manufactured according to the document version 70 manufactured in the machine 8,9 and 12, on 09/oct/2021, with a total of(B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Assembly: the lots 5367585 - 5367837 were assembled according to wi version 22 on-line inspection for assembly of quick set both on 09 oct 2021, with a total of(B)(4)units each. Trending: a query was run in database on 14/apr/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008253 and other no more complaint have been registered in database for the same lot 6008253 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.